Manufacturer narrative:
The product is not available for eval, as it remains implanted. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info has been requested and will be submitted within 30 days upon receipt.

Event description:
Patient was treated for a stent restenosis; three days post treatment, the pt suffered a myocardial infarction. The report received indicated that the pt suffered from in-stent restenosis of a previously implanted 3 x15 mm bare metal stent (bms) on the circumflex artery (MFR unknown). The pt underwent another coronary angioplasty on the circumflex artery, the lesion was pre-dilated and a 3x23 mm cypher was deployed inside the bms. The cypher covered the entire bms stent, the diseased area and an additional 4 mm on each side of the bms stent. There was no report of complications during the cypher implant except that during the implant, the cypher suffered from balloon overhang, given that it was deployed in another stent that previously thrombosed. Three days post cypher implant, the pt suffered a myocardial infarction and was admitted to the hosp. The pt was taking plavix regularly.